Manufacturer narrative:
Analysis synthesis: review of the patient files indicates that, as on (B)(6) 2025 non-physiological signals were consistently observed on the ventricular channel. Since the beginning on (B)(6) 2025, a progressive decrease in the r-wave amplitude was noted, from 10 mv to 2 mv by on (B)(6) 2025. Ventricular pacing impedance remains stable around 500 ohms. On (B)(6) 2025, the continuity of the svc and rv coils was found to be below 200 ohms. Observations recorded from the device memory are suggestive of a potential lead integrity issue, likely due to intermittent contact between conductors, possibly combined with damage to the outer insulation. On (B)(6) 2025, the lead was abandoned and not available for return or analysis; therefore, no definitive conclusion regarding the root cause can be established. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, during the in-clinic follow-up on (B)(6) 2025, ventricular noise was observed on recorded episodes. On (B)(6) 2025, a reintervention was performed to abandon the lead.